Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no evidence of broken or damaged cables at proximal or distal end. The grips opened and closed properly. The instrument was fully functional. There was no physical damage and no problem was detected. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Manufacturer narrative:
A review of the video clip was conducted by clinical development engineering (cde). The following additional information was provided: the main tube of the instrument appeared to be broken. It also looked like one of the cables may be dislodged, although there were no signs of a broken cable.

Event description:
Refer to h11 for follow-up information.